Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check pad messages and cracked case) was due to the belt receptacle being bent. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was damaged and displayed check pad messages.